Manufacturer narrative:
The field service engineer (fse) was onsite (B)(4) 2008, to investigate the event. The fse performed a preventative maintenance on the instrument. The fse reviewed the customers quality control (qc) history and noted that the qc data shows good accuracy and precision. The fse performed system check and qc passed following the pm. No hardware issues were observed. A definitive root cause could not be determined for this event. MDR # 2122870-2008-180 documents the results for patient one. This is 2 of 2 reports related to two patient events associated with a single malfunction report occurring on two different days. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for 2 patients. The patient samples were retested and the results were within the normal reference range. The initial erroneously elevated results were not reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.